Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause could not be determined. UDI: (B)(4).

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the compact air drive device motor was damaged, the trigger was sticking, the locking mechanism was stiff and would not engage the cutter device. It was further determined that the device failed pretests for attachment coupling, attachment coupling with oscillating drill attachment, reverse locking mechanism with oscillating saw attachment, sticky trigger, function of device and power with power test bench. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.